Manufacturer narrative:
Stryker sustainability solutions resterilized the complaint device through our open-but-unused process. A visual examination of the device did not reveal any damage. The clip applier was actuated a total of six times and the device functioned appropriately. Three of the six clips were not applied to a medium while the other three were applied to a medium. The clip applier was found to operate properly and the device successfully applied closed clips and did not misfire.since the complaint of the device misfiring and not clipping down all the way during use could not be duplicated, a root cause could not be determined.do to the infrequency of this type of event, no trend analysis is available.

Event description:
It was reported that the first clip in a clip applier misfired and several other clips did not clip down all the way. The physician had to cauterize over the clips. No patient injury was reported by the user facility.